Event description:
It was reported that while screwing the screw through plate, the upper platform sheared off. The screw wsa removed and replaced with no issues.patient outcome: no adverse effect reported as result of this event.

Event description:
Ring around screw sheared off.